Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a class f. Flow-limiting dissection event occurred in the anterior tibial (at) artery post-atherectomy. The at artery lesion was 100% stenotic (cto), moderately calcified, and 320mm in length. Two run-off vessels were patient prior to therapy. The at artery lesion was treated with a 1.25mm solid crown oad which was spun for one run at low speed (15sec), and at medium speed for four runs (30sec each) for a total run time of 2min, 15sec. The residual stenosis was 80%. At this point an at artery dissection was noted. The dissection was treated with a 3.0x120mm savvy balloon for three inflations at 3atms each for a total inflation time of 3mins. The residual stenosis was 1%, but with no flow. Per the physician, the patient came to and left the lab with no at flow. No stents were placed during this procedure. No additional information is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unknown. The root cause for the reported event is unknown. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report #24 of 48 events identified during this review. This report contains limited information regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).